Manufacturer narrative:
For the investigation the logfile was analysed. On the date of event it was found that the device detected an issue with the vacuum pressure immediately after turning the device on. This vacuum pressure is needed to operate the valves that control the ventilation cycles and to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected - in this case a too high vacuum - the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. During on-site checking in follow-up to the event, the vacuum pump was replaced. Afterwards, the device was checked and all tests according to manufacturer's specifications were passed. The device was then returned back to use without further problems described. The fabius detected a deviation and reacted according to specification immediately after turing the device on. This is why it was concluded that no patient was involved. The case has been re-assessed to be not reportable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is monitored in the responsible pqb, in case it is decided that measures are necessary, this is derived from the pqb.

Event description:
It was reported that the device posted a ventilator fail alarm during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that the device posted a ventilator fail alarm during use. There was no injury reported.